Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable set up button which was reproduced during evaluation. Evaluation found the symptom to be caused by a failed keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the setup button of a spectrum pump was unable to operate. There was no patient involvement. No additional information is available.